Event description:
Non-delivery reported. It was reported that the pump was programmed to infuse 100.0ml of an unspecified cardiac medication at 10.0ml/hr. When the nurse went to change the fluid container at the scheduled completion time, the fluid container was full. The display screen indicated that the infusion was complete. There was no report of adverse pt event. The physician was notified, but not other medical interventions or tests were ordered secondary to the reported event. Upon review of the set up, it was reported that the nurse manager had stated "the non-delivery was probably related to user error". Though requested, no other info was available.